Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report multiple no delivery alarms. The customer's blood glucose reading was 450 mg/dl. The customer treated with a manual injection. The customer changed the infusion set and the alarm was cleared. The insulin pump was not replaced or returned for analysis.